Manufacturer narrative:
Concomitant products: 6947 lead implant date unknown; 5076 lead implant date unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system patient presented with endocarditis and was hospitalized for several days for treatment. The patient expired the following month but it could not be determined if the cause of death was endocarditis or the patient's myeloid leukemia. The patient was a participant in the umbrella clinical study. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient had also developed sepsis with the endocarditis and had "warts" on the leads.